Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the suturing the vaginal cuff on a vaginal hysterectomy, the needle disengaged and fell into patient cavity. The needle from the reload fell in and information about retrieval was still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Biological residue was observed in the jaw of the devices. The devices were difficult to load with test needle until the jaws of the devices were cleared of biological residue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.